Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicated that the patient received last intravenous (IV) antibiotics on (B)(6) 2017 and transitioned to oral keflex (500 mg twice daily) on (B)(6) 2017 for suppression therapy. The event was reported to have resolved with sequelae on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. Although the medical team reported that the event was related to the device, there is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's complex pre-existing medical history, such as diabetes, and his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that this patient presented to the clinic on (B)(6) 2017 with complaints of a painful "knot" approximately four inches from the driveline which was very painful. The patient denied fever or chills. He also verbalized that he noticed the bump about two weeks ago and stated that it appeared larger about one and half weeks ago and became painful two days ago. The patient observed drainage on his shirt two days ago, however, he denied drainage from driveline exit site. Computed tomography (CT) scan of the chest and abdomen showed no obvious abscess but sensitivity for abscess detection decreased without contrast. The patient was initially started on intravenous (IV) cefepime. The patient was then started on IV vancomycin and zosyn on (B)(6) 2017.  The patient was admitted to the hospital for infectious disease (ID) evaluation. The patient was taken to the operating room on (B)(6) 2017 due to very high suspicion for device infection with a very large pustule appearing lesion in the lower chest and upper abdomen. The patient had distal sternal debridement, debridement of skin, subcutaneous tissue, and muscle of upper abdomen and a wound vacuum placed. The wound was cultured in the operating room. Abscess was opened and drained from the distal sternum going down to the driveline right at the area of the xiphoid and the driveline was exposed. The patient was continued on IV antibiotics and peripherally inserted central catheter (PICC) line was inserted for home antibiotic therapy. The patient was started on ceftriaxone on (B)(6) 2017. All blood cultures and wound cultures were negative. Infectious disease felt cultures may be negative as a reflection of pre-operative antibiotics versus other organisms including mycobacterium species. The patient will continue on IV antibiotic therapy when discharged from hospital.  The event is considered not resolved at this time. The primary investigator believed the event to be related to the device and unrelated to the patient's condition and lvad procedure. No further information was provided.